Manufacturer narrative:
Sections with additional information as of 05-apr-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned for evaluation. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities observed with returned and retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). . Pen needles were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure and to ensure the customer¿s initial concern was resolved- customer states he is comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint the pen needles did not dispense his insulin. Customer stated he used 3 of the pen needles. Customer stated he has 2 boxes of 100 units, 3 bevel 0.25mm x 6mm 31g x 1/4" with the same lot number; customer stated that they are true plus pen needles. The package had not been open or damaged when received. This is the first time the customer is using the product out of this package. The customer is using compatible product and the pen needle is properly aligned. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.